Event description:
The minicap fell off the transfer set when the pt took it out to perform an exchange. The pt proceeded with therapy. No pt injury was associated with this incident, however, prophylactic antibiotics were given as a result of this event.